Manufacturer narrative:
The field service engineer (fse) was onsite on (B)(6) 2016. The fse could not find an assignable cause for the loose pads as he did not identify an instrument malfunction. Bec internal identifier for this report is (B)(6).

Event description:
The customer reported that she found 3 loose pads in the strip provider module (spm) of their ichem velocity instrument. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event.